Event description:
It was reported that in 2010 the patient presented with pain in her joints and significant pain in her neck. The patient underwent a cervical spinal fusion procedure at unknown level using rhbmp-2/acs on (B)(6) 2011. In the ensuing months, patient continued to be treated for pain and symptoms related to her neck. The physician continued to provide prescription medication to patient through the summer of 2013. Patient continues to experience pain, both mental and physical.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2011, patient underwent a cervical spinal fusion using infuse. Post-operative, patient complained pain and symptoms related to her neck. Reportedly, "¿.the patient sought treatment with the surgeon in 2010 for pain in her joints and significant pain in her neck¿ on (B)(6) 2011, surgeon performed a cervical spinal fusion. In the ensuing months, patient continued to be treated by the surgeon for pain and symptoms related to her neck. The surgeon continued to provide prescription medication to the patient through the summer of 2013"

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2011: the patient was pre-operatively diagnosed with c1-c2 instability, status post ehlers-danlos syndrome and underwent the following procedures: 1) c1-c2 posterior spinal instrumentation. 2) c1-c2 posterior spinal fusion using autograft and allograft. Rhbmp-2/acs was used in the surgery with no intra-op complications. On (B)(6) 2012: the patient consulted for a medical opinion. Findings: postoperative change is noted at c1-c2. She does have a left sided c6-c7 disc protrusion which effaces the left hemicord, but cerebrospinal fluid is able to flow freely. She does have some spondylosis and disc generation at c5-c6. On (B)(6) 2013: the patient underwent an MRI. Impressions: disc degeneration with a central disc herniation at c4-5. There is a left- sided disc herniation at c5-6, right side disc herniation at c6-7. There is no evidence of any disc herniation or spinal stenosis at c7-t1. On (B)(6) 2013: the patient underwent an x-ray. Impressions: the patient is status post left-sided posterior fusion at c1-2. The hardware is intact. The neutral view includes all 7 cervical vertebral bodies. There is a multilevel disc disease, osteophyte formation and facet disease predominantly at c5-6. There is a minimal retrolisthesis of c2 on c3. Predental space is preserved. With flexion the c2-c3 alignment is reduced. In extension the slight retrolisthesis at c2-3 is similar to neutral. No prevertebral soft tissue swelling. On (B)(6) 2013: the patient went for an MRI. Impressions: 1) the patient has upper and mid neck discomfort, worse with cervical extension, that is not radicular in nature, evaluate for cervicalgia secondary to cervical facetogenic pain syndrome at c2-c3 and c3-4 and c4-5 secondary to spondylosis of the zygapophyseal joints at the aforementioned levels. On (B)(6) 2014: the patient went for a follow-up. Impressions: 1) chest pain with shortness of breath, unclear etiology. 2) spinal degenerative disease with herniated nucleus pulposus of cervical area and cervical fusion at c1 and c2. 3) ehlers-danlos syndrome. 4) status post hysterectomy. 02 sep 2014: the patient underwent an MRI. Impressions: 1) no acute findings. However, there are minor findings of spinal stenosis seen in this patient with congenitally narrow canal and small disc protrusions at c5-c6 and c6-c7 levels as described. This results in slight cord deformities without significant cord edema. 2) no other major abnormalities detected.